Event description:
The rptr indicated that the pt was last checked in january 1998. At that time there was normal function with a cell voltage of 2.74. On 3/11/1999, the rptr attempted to communicate with the pacer using two different rx5000 programmers; however, it was unsuccessful. Under the gain selection screen a "no signal" message was displayed.